Manufacturer narrative:
Recall:1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost stimulation for approx 6 months, and unable to communicate with the ipg using the charging system. As per sjm representative, the ipg is inoperable. Troubleshooting could not resolve the issue. The patient stated gained weight. It was also stated the ipg moves when she sits. Surgical intervention may take place at a later date.